Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a procedure, fluid was being sent through the filter with blood and it was coming out of the bottom of unit. The filter was soaked in blood, fell to the floor and appeared to be coming out of the unit. Per reporter, there was no user or patient consequence or injury. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and notes will be updated. There is a potential for blood borne pathogen transmission, therefore this event is reportable.